Event description:
Reporter was performing preventive maintenance when he discovered "bed has no functions, no gci & no blower" there were no reported injuries. Reporter replaced the power control board and the bed functioned properly.